Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes acute abdomen series four views was performed as the patient had abdominal pain. There was a vena cava filter in place at the t12-l1 level. Approximately after five years later computer tomography (CT) abdomen was performed and compared with previous study . 20-degrees of apex to the left tilt of the filter was noted. The filter tip contacted the vein wall. The filter cone was slightly above the left renal vein with strut in a right renal vein. The location appeared similar to previous study. Unchanged strut location outside the cava was measuring about 6mm in several struts. A medial struts was abutting the wall of the aorta but not clearly violated. Therefore the investigation is confirmed for filter tilt and perforation of inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with factor v leiden syndrome, deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, and struts perforated. The device has not been removed and there were no attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.